Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during reprocessing, the subject device image went black when rotating it to the left. No patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. The device inspection found the image was to go out once angled due to faulty charged couple device (ccd). Based on the results of the investigation and previous investigations, it is likely probable causes of the reported failure is due to faulty ccd. The most probable cause of the reported issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.